Manufacturer narrative:
A steris service technician arrived onsite to inspect the rack and transfer cart and found them to be operating according to specifications. The technician noted during his inspection that the user facility had installed swivel casters on the transfer cart causing it to be more difficult to properly lock the wheels when loading and unloading. Through follow-up with user facility personnel, the technician learned that the employee was unloading a rack from their washer when the transfer cart shifted backwards causing the rack to fall and the reported event to occur. The transfer cart operator manual states (4-1) "warning - personal injury hazard: always apply brakes fully on both wheels before loading baskets on cart or unloading baskets from cart." The technician counseled user facility personnel on the proper use and operation of the reliance synergy washer and the transfer cart, specifically on properly locking the wheels of the transfer cart prior to unloading. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a cut on their hand when attempting to catch a falling rack as it was being removed from their reliance synergy washer. The employee received stitches due to the reported event.